Event description:
It was reported that during a da vinci si surgical procedure, the surgeon experienced non-intuitive motion with the patient side manipulator 1 (psm1). In addition, the surgeon indicated that the holding force for psm1 was not what it used to be in the past. The initial reporter of this complaint indicated that surgeons were having trouble holding a needle using a mega suturecut needle driver instrument installed on psm1. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
On (B)(4) 2013, an intuitive surgical inc. (Isi) field service engineer (fse) performed a field evaluation at the site. The fse checked the grip calibrations of the left and right master tool manipulators (mtm). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). Both mtm's were found to be within specification and no adjustments were made. The cable tensions of all three psm's were also found to be within specification and no adjustments were made. The psm is an instrument arm located on the patient side cart (psc) that provides sterile interface for the endowrist instrument. The fse indicated that he was informed by the robotics coordinator at the site that whenever the reported issues occurred, the surgical staff reseated the sterile adapters and ensured that they were properly engaged. The robotics coordinator also indicated that different sets of instruments were used for each surgical procedure. The fse replaced psm1 although he did not find any issues with the arm. The fse checked the cable tensions of the replacement psm and noted that they were all within specification and no adjustments were made. The system was tested and was observed to be working within manufacturer specifications. The psm1 was returned to isi and evaluated. Engineering was unable able to find any issues with the psm that could explain the reported grip issue. The wrist pulley assemblies post height was found to be within specification. The grip is mainly controlled by axis-6 and axis-7. With a test instrument, engineering found the grip action to be normal in following mode. The plunger action was observed as being normal and cable tension was within specification. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(4) 2013, isi contacted the initial reporter (robotics coordinator) of this complaint at the site and obtained additional information regarding the reported event. The robotics coordinator denied that any x-rays were used whenever the reported issue occurred. She also indicated that no patients were harmed/injured because of the reported psm1 and instrument issues. Based on the information provided, this complaint is being reported due to the following conclusion: the surgeon claimed that he was having difficulty holding a needle with the mega suturecut needle driver instrument installed on psm1. However, at this time, it is unknown what the cause is of the reported issues. Psm1 was evaluated and no trouble was found. There is also no evidence that the reported issues caused or contributed to a patient injury. In relation to the reported issue, please refer also to MDR 's: 2955842-2013-02336, 2955842-2013-02337, 2955842-2013-02338, and 2955842-2013-02659.